Event description:
It was reported that the customer had some high blood glucose levels and lots of bent cannulas when the infusion sets were removed. Customer's father stated that it has been going on for a week and there is an issue with the serter. Customer's father reported that the buttons don't release at the same time. Customer's blood glucose level was 30 mg/dl. Customer will be sent tubing clamps for troubleshooting. Customer's father declined troubleshooting for the pump and wanted to start with a new serter first. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.